Event description:
The plaintiff's attorney alleged that the decedent experienced cardiopulmonary arrest and subsequently expired on the same date after the use of the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.